Event description:
Info received indicates the casters are not holding on the head end of the bed when the brake is engaged.

Manufacturer narrative:
The tech adjusted the brake and steer casters to repair the bed.